Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of experiencing random shocks from the right ventricular (rv) lead. Patient noted that the shocks would not be to treat any arrhythmia, but random one-time ¿wire pace,¿ mostly during the resting times. Patient reported visiting the hospital many times and the technicians noting that everything is normal from their perspective. The lead remains in use. No further patient complications have been reported as a result of this event.